Manufacturer narrative:
The subject device was returned for investigation and inspected. The device was returned without the distal portion of the catheter including the balloon. The event description confirms that the detached balloon was removed from inside of the patient. All emitters showed signs of wear, indicating that they were fired as expected. The reported failure of the detached balloon was confirmed. Based on the reported information and investigation observations, the cause of the reported failures is unknown due to the condition of the returned device. It is possible that the balloon was not fully deflated and therefore could have made it more difficult to withdraw through the sheath. However, it could not be definitively confirmed with the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the iliac arteries. The physician successfully delivered 240 pulses. While attempting to remove the ivl catheter over the 300cm .014" grand slam guidewire through the 7f pinnacle sheath, the balloon detached from the shaft of the ivl catheter. The physician then removed the sheath and found the detached balloon was not in the sheath. The physician then pulled the grandslam guidewire back slowly and the balloon was removed safely over the grandslam guidewire. A slender sheath was then reinserted and tavr procedure was completed successfully with no complications. There was no patient harm reported.